Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability nd impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, patient has experienced, recurrent urge and stress urinary incontinence; suspected intrinsic sphincter deficiency (also reported ¿to be more detrusor oriented and not related to intrinsic sphincter inefficiency¿); incontinence with sex, penetration, and orgasm; recurrent urinary tract and yeast infections; chronic constipation; diarrhea; recurrent rectocele; rectal pain (exacerbated with intercourse and bowel movements); hypertension; diabetes mellitus type ii; increased frequency of urination; abnormal vaginal discharge; menopausal symptoms; back pain; ¿cystocele 1¿; vaginal atrophy; exposed and palpable mesh on the anterior vaginal wall; pelvic muscle wasting; dyspareunia; pelvic floor weakness; obesity; depression (diagnosed 2006); colon diverticulosis without hemorrhage; enterocele; anterior wall prolapse; ¿erythema and possible vaginitis, vaginal mesh erosion and thickened tissue more at bladder neck than in the midurethra, a very thin bladder wall,¿ and tears on the left and right anterior vaginal walls and right apex(intraoperatively (B)(6) 2012); and mild fibrosis and chronic inflammation (per pathology report on (B)(6) 2012).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, suggested possible trans vaginal tape (tvt). Urinary incontinence, leakage recurred, may have intrinsic sphincter deficiency, leakage related to coughing, sneezing, laughing, feeling of urgency and exercise, not emptying bladder completely, constipation, and rectocele. Pain with intercourse on penetration for 2 years, difficulty with orgasm, rectum pain for 2 years, exacerbated with intercourse and bowel movements (bm), abnormal vaginal discharge, infertility, menopausal symptoms, atrophic vagina, grade 1 cystocele, mesh palpable on anterior vaginal wall, exposure of implant vaginal mesh, increased frequency of urination, mixed incontinence, urgent desire to urinate, pelvic muscle wasting, recurrent urinary tract infection, some anterior wall prolapse, and stress urinary incontinence. Underwent excision of vaginal mesh, takedown of prior suburethral sling and cystourethroscopy. As per the available medical records the patient did not develop any complications and did not undergo additional surgery, but as per the pfs the patient underwent the following additional surgery. As per pfs "07/17/2013 - underwent mesh explant for complications related to mesh.